Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised. There was some dark colored but fairly clear cluid around the hip joint. The acetabular cup was grossly loose.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised. There was some dark colored but fairly clear cluid around the hip joint. The acetabular cup was grossly loose. Update - (B)(4) 2012 litigation papers received that allege the patient suffered from pain, discomfort, stiffness which affected his mobility and ability to perform normal activities and metal toxicity.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.